Event description:
Staff encountered difficulty getting blood return, and the patient reported some pain when the groshong was flushed. The patient was sent for a radiologic intervention, and contrast revealed that the tip was in the supraclavicular soft-tissue and a catheter fragment in the right side of the heart. All parts were successfully removed from the patient. The catheter has the appearance of being cut. Unfortunately the radiologist gave a portion of the catheter to the patient, and it has been tossed out.